Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl due to not receiving insulin deliveries caused by not changing the cartridge when it was empty. Customer was able to load a new cartridge and resume insulin delivery. A manual injection was used to correct bg. In addition, it was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer continued using the pump for insulin delivery.